Manufacturer narrative:
(B)(4). A caregiver (cg) called baxter?s technical service center to report a patient death and to ask for assistance to bypass dwell. Per the initial report, the cg reported the home patient (hp) passed away on (B)(6) 2011, during dwell 4 of 4, patient was connected. The cg stated the patient's cause of death was cardiac disease. Tsr assisted cg to bypass to drain, device was sent in for a swap. The device was evaluated by baxter's product analysis lab and the device passed the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite (return instrument test/evaluation) testing. The device event log recorded patient therapy data from (B)(6) 2011 and did not reveal any failures, malfunctions or iipv events that could have caused or contributed to the reported difficulty. Review of the device history record revealed no issues that could have caused or contributed to the reported issue of the patient passing away. The reported issue with regards to the device was not confirmed or assignable cause determined. The device functioned properly per the rite specification requirements. The device will be routed to the service area for routine service.

Event description:
A customer contacted baxter's technical service center to report a patient death, which occurred on the homechoice (hc) during use during dwell 4 of 4. The patient was connected. The customer needed assistance bypassing to drain 4 of 4, per the doctor's instructions. The baxter technical service representative (tsr) assisted the customer with bypassing to drain 4 of 4. Global pharmacovigilance obtained the following information from the patient's registered nurse (rn) on (B)(6) 2011. The patient passed away on (B)(6) 2011. The cause of death was reported as cardiac disease. The rn went on to say the patient had a low rejection function and that the patient's heart could not compensate the fluid. The rn stated the event was not related to any of the baxter pd solutions.

Manufacturer narrative:
(B)(4). The device has been returned to baxter production analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available.